Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-0000474. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a fine needle biopsy procedure set up for a suspected pancreatic mass, the suturing system (non-olympus) was placed in an olympus double channel scope, and it was discovered that the double channel scope had connectivity issues causing no image. The patient was already sedated and intubated at the time of malfunction. Due to no image issue the procedure was cancelled and rescheduled the next day and completed successfully with another scope and another suturing system. No further information is avaliable at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.